Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The instrument was loaded with a fully fired 3.5mm single-use loading unit (sulu). Microscopic evaluation of the anvil buckets noted strike marking indicating the presents of staple during application. There were no visual or functional abnormalities noted during pmv testing. The loading unit was reset, reloaded into the instrument and cycled with acceptable results. Pmv was unable to confirm the reported condition during the evaluation. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during transection of the bowel on an open bowel resection, the stapler was stuck out of the box. It was stated that device would not squeeze and stapler felt locked and had no response. Another device was opened. There was no patient injury.

Manufacturer narrative:
This event has been reassessed and found to be a non-MDR reportable complaint. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during transection of the bowel on an open bowel resection, the stapler did not fire. It was stated that the device would not squeeze and stapler felt locked and had no response. Another device was opened. There was no patient injury.